Event description:
It was reported by the physician that his patient underwent posterolateral spinal fusion surgery using osteomatrix (sn (B)(4)) and interface (sn (B)(4)) products. It was noted that the osteomatrix product was hydrated and then covered with the interface product prior to implant in the intervertebral right foramen on (B)(6) 2015. Later, the patients complained of back pain on (B)(6) 2016 and underwent exploratory back surgery on (B)(6) 2016. During the surgical procedure, heterotopic ossification was observed and the removed. It was noted that the physician was very aware of the commonality between heterotopic ossification and spinal fusion procedures.

Manufacturer narrative:
Based on the information available, the root cause of the issue is likely related to the surgical procedure and not the product. It is difficult to determine causality between the heterotopic ossification and interface. Heterotopic ossification is known to be a potential adverse event with spinal fusion procedures which could have occur even without the use of interface. There is no information or data received to date that suggests interface promotes heterotopic ossification. This is the first reported case of heterotopic ossification with interface.

Event description:
CT scan images were provided to the manufacturer for review. The images confirmed heterotopic ossification at the implant site.